Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the device fell apart during use, causing the ventilator to alarm because of an air leak. There was no pt harm or injury nor was there any medical intervention required.